Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mitral regurgitation (mr) was a result of the reported slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (80925u143) was implanted, reducing the mr to 1. On (B)(6) 2019, it was noted that the mr had increased to 4, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2019, a second procedure was performed. The clip delivery system (cds 81029u134) was advanced to the mitral valve and the clip was deployed. During gripper line removal, after 12 inches were removed, the gripper line became stuck. The gripper line was pulled more, and the gripper line stretched. The clip delivery system (cds) was removed over the gripper line; the gripper line remained in the steerable guide catheter (sgc). The sgc and gripper line were slowly removed together. An additional clip was successfully implanted medial to the slda clip, reducing mr to a grade of 1. No additional information was provided.